Event description:
The consumer reported the patient experienced a loss/change of therapy in (B)(6) 2015. The stimulation had not been working and the patient experienced a return of symptoms. The patient could not feel stimulation while therapy was confirmed to be off. The therapy was turned was turned on and the situation resolved. The patient's indication for use was gastrointestinal/pelvic floor. Additional information from the patient reported that the "machine" doesn't work. They have given up on the implantable neurostimulator (ins) because it is not helping with urination symptoms, and are still urinating about every hour and lately there are times when the urge strikes when they are only 10 feet from the bathroom and still wets the pad. The patient also reports constipation and irritable bowel syndrome, which she thinks is from the device and the healthcare provider (hcp) confirmed is possible. The patient does not feel stimulation at the time of the report. The other day they increased amplitude to 6.0 and thought it was causing them pain because it was too high; with some difficulty, they decreased the amplitude back down to a comfortable spot at 5.3. Therapy is noted to be on. The hcp said that it is "working" and it appeared to be fine while the patient was in clinic, but it would stop working when the patient would go home. The patient has a follow up appointment in july with the hcp. It was noted the patient said they were happy with the therapy for a few months, but then experienced loss of therapeutic effect towards the end of (B)(6) 2015.

Manufacturer narrative:
Correction to initial regulatory report. Corrected date is (B)(6) 2016 as entered in this report.

Event description:
Additional information received from the consumer reported the implant was helping, but stopped being as effective for the symptoms a couple of months after implant, and at times they were disgusted by it. According to the consumer it was still working a little bit, and had even been to the doctor who prescribed extra pills, but the consumer was wondering about doing pelvic exercises for better control along with the implant. No further complications were reported.

Event description:
Additional information received from the patient reported that it just did not seem to work for her. She still took detrol la and still had frequent leakage. She could empty her bladder, start an activity, have a sudden urge, and then have a small leakage. This would maybe repeat four or five times, then maybe an hour or so without urges. She would urinate and may or may not have a sudden urge. She never knew where she stood. The patient worked on all programs at the various settings and had not found anything that really helped. It would seem to help for a day and then back to the same thing. She also developed a severe case of irritable bowel syndrome (ibs) with severe constipation. She could not eat salads or anything that had insoluble fiber. The patient's doctor prescribed (B)(6), which she took every night. She would attempt to reduce the (B)(6) and that usually resulted in extreme constipation. She also developed hemorrhoids and forced to go to the emergency room (ER) to have the stool scooped out. There was pain and bleeding. The patient thought this was all caused by the implantable device. She saw the urologist a few weeks prior to (B)(6) 2016 and suggested another drug that worked like detrol la and to take both at the same time. The urologist also recommended estrogen in the vagina. The patient had not yet purchased these recommendations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.